Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On february 19 2016, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultra 2 meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 he obtained results of ¿338, 470 and 411mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference in results satisfies lifescan¿s criteria for precision. The patient manages his diabetes with oral medication, diet and exercise and continued to take his usual dose of medication in response to the alleged issue. The patient denied developing any symptoms however stated that on (B)(6) 2016 at 11:00am he visited his doctor¿s office where he had his blood glucose tested on a doctor¿s meter which gave a result of ¿11mg/dl¿ and that he had his medication changed. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient reported a sign that meets lfs criteria of a serious hypoglycemic event after the alleged issue occurred.